Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) on (B)(6) 2016. The local representative reported that upon device interrogation, a red screen was displayed on the programmer associated with a da error code. Ts discussed this benign error and informed the local representative that no further action was required. The available information suggests that this device remains in-service.